Event description:
Patient reported the infusion set is leaking. Patient stated she discovered the issue because her shirt was wet from insulin. Alleged infusion set was discarded. No adverse event reported. No product to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.